Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
Account reported that patient underwent ilasik (B)(6) 2014. Patient presented (B)(6) 2014 with striae in right eye and te flap slightly shifted. Patient brought to laser suite and flap lifted, stretched and repositioned. Patient was seen for 1 day post treatment on (B)(6) 2014 and patient stated "doing great, vision is better already". Visual acuity sans corrected (vasc) 20/20.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.